Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The lot number is not currently available.

Event description:
It was reported that when using the penetrating suture grasper a joint inside was broken. There were no patient consequences. Another instrument was used in the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and inspected. When the handle of the device was pulled, the front grasper would not open or close. This complaint can be confirmed. When manually pulled up and pressed down, the front grasper would open and close respectively in a smooth motion. It was observed that the connection between the handle and the front grasper rod had become broken, thus not allowing for the front grasper to be opened or closed using the handle. Striations on the fasteners, set screws and rod frame indicate that the device has been heavily used. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. Other than the possibility of heavy usage of the device, we cannot discern a root cause for this reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that when using the penetrating suture grasper a joint inside was broken. There were no patient consequences. Another instrument was used in the procedure. Additional information was received from affiliate on 3-16-2018: there was no surgical delay or an inability to complete the procedure as intended. There were no fragments inside the patient. The procedure was completed with an additional instrument. Alternatives were readily available. No procedural or patient anatomical factors which might have affected the breakage. No surgical intervention planned. The device will be returned.

Manufacturer narrative:
The device has not been returned yet. A final report will be filed once the device is returned and a thorough investigation is carried out. UDI: (B)(4).